Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires we exposed as reported by the customer. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Additional observation(s) not reported by site: after visual inspection, the instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had wire broken at the tips. The procedure was completed with no reported injury.